Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support.